Event description:
Technical services received a call on 9/28/2011. Caller was asking about the od and ID of this lead. Caller stated that they will be doing an extraction. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).